Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse stated error 46601 was recorded and the system failed to boot normally. The fse replaced manipulator controller ergonomic base (mceb) to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mceb was analyzed and the reported issue was confirmed and replicated. The error was confirmed via logs review. The mceb was visually inspected, where no issues were found. Upon review of the error logs, a 32100 was found to be present alongside the 46601. Error 32100 decoder was used to determine the error pointing towards the foot tray horizonal string pot vref. The ivmon values were inspected, where it was found that the vref values were too low, exceeding the low limit. The complaint was confirmed based on failure analysis. The probable root cause is attributed to r108 resistor on mceb.

Event description:
It was reported that during a training/demo of the da vinci system, error 46601 occurred repeatedly. There was no report of patient involvement or reported injury.